Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 7. The home patient (hp) stated a supply bag fell and became disconnected, causing the error. The hp was advised to notify the peritoneal dialysis nurse. No patient injury or medical intervention was reported at the time of the initial report. Proper procedures per the user manual were reviewed with the hp. Product surveillance contacted the hp regarding the reported problem. The hp stated the supply bag was not on the table surface securely. The hp was instructed to ensure the bag is properly placed on a flat surface. The hp stated he has changed his set-up to prevent this from happening again. The sample was discarded. No patient injury or medical intervention was reported. The home patient is continuing therapy as usual with no further issues.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate. The root cause of the system error 2240 alarm was due to a supply bag falling and disconnecting. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.